Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was reported with neurological changes. A computed tomography (CT) scan shows no neurological event. The patient was experiencing power elevations which brought the concern for suspected pump thrombus. The patient had elevated lactate dehydrogenase (ldh). A review of the log files indicated that the pump was having difficulty maintaining the set speed due to the high rate of occurrence of pi events. There are also 2 speed drops below the low set limit. The decision was made to perform a pump exchange. The manufacturer received a user facility report from the (B)(6) registry indicating that the patient had hemolysis and suspected vad dysfunction per operating room (o.r.) Note. The hospital noted layered thrombus throughout the device from pump to aortic anastomosis.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The reported hemolysis and suspected thrombus were confirmed. The pump was returned assembled with the percutaneous lead (lead) cut approximately 3¿ from the pump housing and a 15¿ portion of the severed lead was returned. The sealed inflow conduit was not returned. The sealed outflow graft was returned unattached from the outlet elbow. The outflow graft bend relief was returned unattached from the graft attachment; however, an approximately 2¿ additional piece of bend relief was attached to the distal end of the bend relief, using blue sutures. The outlet elbow was returned attached to the pump outlet port. Both the proximal-side of the inlet stator and the distal-side of the outlet stator revealed evidence of deposition in the pump. Examination of the outlet elbow revealed a strongly adhered deposition lining the blood-contacting surface. Depositions were also found in the lumen of the sealed outflow graft. The structure of these depositions suggests that they likely developed in these areas, however, a specific cause for their development cannot be determined. The depositions did not appear to be obstructing the flow of blood. Upon disassembly of the pump, examination of the body and blades of the rotor revealed non-laminated depositions situated on and in between the blades of the rotor. A deposition of similar structure was also found in the proximal-side of the outlet stator, situated in between the outlet bearing ball and the stator blades. The structure of the depositions suggests that they did not appear to have developed in these locations. The depositions found in the pump could have contributed to the reported elevated ldh if they were present while the pump was operating, however their exact origin and the duration of time that they were present in the pump could not be conclusively determined. The depositions would have likely created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities or anomalies were identified that would have contributed to the formation of the depositions. The pump was cleaned, reassembled, and functionally tested under loaded conditions according to the manufacturing procedure using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The attached user facility report #(B)(4) was received from the (B)(6) registry. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.